Manufacturer narrative:
The serial number of the customer's cobas c 503 analytical unit the investigation is ongoing.

Event description:
The initial reporter received a questionable creatinine (creap2) result from one patient sample tested on the cobas c 503 analytical unit. The initial result was 1.06mg/dl. This result was reported. The first repeat result was 1.48 mg/dl. The second repeat result was 1.07 mg/dl.

Manufacturer narrative:
In the initial medwatch, h11 additional narrative should have been: "the serial number of the customer's cobas c 503 analytical unit is (B)(6)." Instead of: "the serial number of the customer's cobas c 503 analytical unit" the customer did not report any other issues. The event's cause could not be determined based on the information provided. The investigation did not identify a product problem.